Manufacturer narrative:
(B)(4). The review of the manufacturing documentation of lot 14511 showed no manufacturing errors during any step of the production process. The sample was returned for evaluation. A visual exam was performed and the sample showed signs contamination and discoloration. Missing parts or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed signs of wear and a partially damaged pva-coating by pressure marks in the middle of the tube shaft. The shore hardness of the tube was measured at nine different positions of the tube shaft and was found to be within the specification. The performed visual examination revealed signs of wear and a partially damaged pva-coating by pressure marks in the middle of the tube shaft. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is likely that the issue was caused by improper usage of the device.

Event description:
The customer alleges that sometime after insertion of the tube, the lumen of the tube was found crushed. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that sometime after insertion of the tube, the lumen of the tube was found crushed. No report of a patient injury.